Manufacturer narrative:
The investigation found there was no instrument or hardware failure that could have caused the issue. The specific cause of the event was not determined.

Event description:
The initial reporter complained of a software issue with a cobas b 221 instrument. The customer alleged that qc for po2 was outside of the acceptable range, however, the qc lock function did not operate correctly. The instrument showed a warning but did not lock. The customer alleged all parameters of the instrument were set to qc lock, however, the multirules setting had been changed and was not set to 2 standard deviations (sd). Due to this change in the settings, patient results were released when they should not have been as qc was outside of the acceptable range. The customer has not alleged any issues with the patient results that were released. The customer lost power on (B)(4) 2023 and questions whether this would have affected the instrument qc settings. The customer has changed the multirules setting back to 2sd and performed a controlled shutdown to lock this setting in.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na